Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was noted that the diameter of upper proximal neck was 23.3mm; the diameter of aneurysm entry was 25.5mm; the maximum aneurysm diameter was 79mm; the minimum diameter of right external iliac vessel was 9mm; the minimum diameter of left external iliac vessel was 9mm; the proximal neck length by centerline was 45mm; the aneurysm length to bifurcation was 147mm. It was reported that during the procedure an attempt was made to insert the main body on the right side using the pull-through technique: the wire was entered from the right femoral artery towards left subclavian artery and pulled out from left brachial artery. However, kinking was confirmed before implant. Removal was attempted but the tapered tip detached just before the removal of the delivery system. It was noted that this device was not able to be implanted. The tapered tip was removed from the patient. The delivery system was kinked at approximately 30 mm from the tapered tip. The stent graft was never deployed in patient. A second main body device was then used. The stent graft was successfully deployed, but the distal tapered tip again detached during removal. The distal tip remained in the patient but they were able to successfully remove it. The delivery system was also kinked during procedure which led to the detachment of the tapered tip. The contralateral limb was then inserted on the left side. The contralateral limb also became kinked and was removed from the patient¿s body. The contralateral limb also could not be implanted. The stent graft was never deployed in the patient. The procedure was completed with some excluder system. During the procedure, there was no loss of guidewire support. The physician noted that the patient had severe tortuosity, and during implant with the pull through technique there was difficulty in delivering, which resulted in the kinking. The physician also stated that this patient was advanced in age and open surgery was not suitable, so this was an acceptable result. Per the physician, the kinking in the delivery system caused the tapered tip to detach, however, the detached tapered tip was observed for the two bifurcate delivery systems. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of a pre-implant drawing revealed that the patient had a very tortuous anatomy. The proximal neck was angulated >90 deg r-l along the initial 27mm length, and again angulated >90 deg l-r at the distal end of the neck going into the aneurysm entry. The takeoff of the iliacs were also angulated to the aaa; especially on the left side. Both iliacs were aneurysmal. Several returned photos of the delivery systems confirmed that the tip of the initially attempted to be implanted bifurcate had broken approximately 3cm below the tip. The stent graft was within the graft cover and the tip was slightly bent. A photo of the implanted bifurcate delivery system showed that the guidewire lumen was broken; the detached tip was not visible in the image. The undeployed contralateral limb was also seen with the tip severely bent and a 3 -5mm gap between the graft cover and tip. The exact cause of the events is uncertain. However, it appears likely that these events were due to implanting within the severely angulated anatomy.

Manufacturer narrative:
(B)(4).